Event description:
A 3.5 mm diameter x 18 mm length endeavor drug-eluting coronary stent was successfully implanted in an unk lesion. Implant info is unk. Approximately 39 months post index procedure, the pt was brought in emergently with chest pain and shortness of breath. Cardiac catheterization was offered, but the pt deferred. The pt was discharged two days later. The following day, it was reported that the pt was brought in emergently in full cardiac arrest. The pt expired. The investigator assessed the event was not related to the device, drug or index procedure.

Manufacturer narrative:
(B) (4): eval results: death.